Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 250cc mentor smooth round moderate profile saline breast implant (catalog number 3501635, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 250cc mentor smooth round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019.

Manufacturer narrative:
Mentor received an update regarding the events submitted in the previous reports. The patient had also been diagnosed with left-sided capsular contracture (baker grade ii). On (B)(6) 2019, the patient underwent bilateral explantation and replaced with 175cc mentor saline breast implants. The left-sided device has been reported in manufacturer report number 1645337-2020-01957. Manufacturer's reference number: (B)(4).